Event description:
Customer reported c-arm fluoro function is intermittent when it is repositioned. Also customer reported c-arm produces a loud tone as soon as c-arm is turned off but still plugged in. Pt involvement unk at this time.

Manufacturer narrative:
The svc rep troubleshoot intermittent cut off problem and found defective interconnect cable. He ordered replacement interconnect cable. He restrapped transformer to match in coming hospital power to fix loud tone noise when c-arm is first plugged in. The rep tested the transformer restrapping configuration by plugging in c-arm with a complete boot up and power down with no errors or loud tones. Customer chose to order and install their own purchase of the interconnect cable. Sys functions as intended with no problems or errors.